Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported. Additional information received which indicated that the brady lead was not successfully implanted in the left bundle branch (lbb) due to helix was stretched out. The lead will not return for analysis.